Manufacturer narrative:
(B)(4) the complaint rt380 adult evaqua2 breathing circuit is expected but has not yet been returned to fisher and paykel healthcare in (B)(4) to determine if it had a malfunction which caused or contributed to the reported event. We will submit a follow up report upon completion of our investigation.

Event description:
A healthcare facility in (B)(6) reported via a fisher and paykel healthcare (fph) field representative that the rt380 adult dual heated evaqua2 breathing circuits cracked while in use on a patient. No patient consequence was reported.

Event description:
A healthcare facility in (B)(6) reported via a fisher & paykel healthcare (f&p) field representative that the rt380 adult dual heated evaqua2 breathing circuits cracked while in use on a patient. No patient consequence was reported.

Manufacturer narrative:
(B)(4). Method: the complaint rt380 adult evaqua2 breathing circuit was returned to fisher & paykel healthcare in (B)(6) for investigation. The returned device was visually inspected. Results: visual inspection revealed that the expiratory limb of the subject circuit had a degraded area about 48 cm long. The degraded area was about 64cm away from the patient end connector. Conclusion: based on our knowledge of the product and the results of previous investigations into similar complaints, these failure modes may occur due to a number of reasons, including the use of harsh cleaning chemicals on the breathing circuit, the reuse of the single use circuit, using the circuit for longer than its intended life, and/or possible exposure to uv light. All rt380 adult dual-heated evaqua2 breathing circuits are visually inspected and pressure and flow tested during production, and those that fail are rejected. The user instructions that accompany the rt380 breathing circuit state: do not soak, wash, sterilize or reuse this product. Avoid contact with chemicals, cleaning agents or hand sanitizers. Perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient. Set appropriate ventilator alarms.